Manufacturer narrative:
The subject device was returned for inspection. Based on the results of the investigation and the information provided, it is due to degradation problem, problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. The most probable cause is a random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the inner sheath had tip cracked. There were no reports of patient involvement.